Event description:
The customer reported that the central nurse's station (cns) missed a patient's asystole alarm. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) missed a patient's asystole alarm. According to the customer, leads 1,2,3 and avf are showing fine. The avl is reading baseline noise and v1 is showing a triangle wave or not connected to the patient. The customer believes that there's no issue; however, the nursing staff is asking to have this reviewed. Technical support (ts) informed the clinical specialist of the issue and the specialist requested a picture of the arrhythmia alarm screen. Ts contacted the customer to make the specialist request and he will try to get this. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) missed a patient's asystole alarm. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) missed a patient's asystole alarm. According to the customer, leads 1,2,3 and avf are showing fine. The avl is reading baseline noise and v1 is showing a triangle wave or not connected to the patient. The customer believes that there's no issue; however, the nursing staff is asking to have this reviewed. Technical support (ts) informed the clinical specialist of the issue and the specialist requested a picture of the arrhythmia alarm screen. Ts contacted the customer to make the specialist request and he will try to get this. There was no patient injury reported. Investigation summary: nihon kohden (nk) made 3 attempts to contact the customer to ensure that the issue was resolved; however, the customer was unresponsive. Nk was unable to confirm the reported issue. A definitive root cause could not be determined. Manufacturer references # (B)(4) follow up 001.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6201a to pu-621ra. D4 additional device information / model #: corrected the model # from cns-6201a to pu-621ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The customer reported that the central nurse's station (cns) missed a patient's asystole alarm. There was no patient injury reported.